Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Continued: med-4196-78, (B)(4). Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the ICD was explanted due to infection and erosion.